Event description:
It was reported that pt complains of pain, soreness and bursitis. She has had cortisone shots, but it has not helped her completely. Pt is scheduled for MRI and blood tests.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.